Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness symptoms, rupture. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with mentor memorygel breast implant 475cc (left), 400cc (right) and experienced a rupture on the right side and symptoms including breast pain, inflammation, jaundiced eyes, and hair loss post-operatively. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right side device.